Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils were removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("still having issues"), abdominal distension ("bloating at night"), pain in extremity ("foot pain"), arthralgia ("joint pain"), headache ("constant headaches") and tinnitus ("ringing in my right ear"). The patient was treated with surgery (hysterectomy uterus and cervix: tubes and coils were removed). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown, the adverse event, abdominal distension and tinnitus had not resolved and the pain in extremity, arthralgia and headache had resolved. The reporter considered abdominal distension, adverse event, arthralgia, headache, medical device removal, pain in extremity and tinnitus to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- medical device removal, adverse event nos, abdominal distension, pain in extremity, arthralgia, headaches, tinnitus. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new events bloating at night, ringing in my ear, foot pain, joint pain and constant headaches were added. Medical history was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils were removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("still having issues"), abdominal distension ("bloating at night"), pain in extremity ("foot pain"), arthralgia ("joint pain"), headache ("constant headaches") and tinnitus ("ringing in my right ear"). The patient was treated with surgery (hysterectomy uterus and cervix: tubes and coils were removed). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown, the adverse event, abdominal distension and tinnitus had not resolved and the pain in extremity, arthralgia and headache had resolved. The reporter considered abdominal distension, adverse event, arthralgia, headache, medical device removal, pain in extremity and tinnitus to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- medical device removal, adverse event nos, abdominal distension, pain in extremity, arthralgia, headaches, tinnitus. Amendment: the report was amended for the following reason: this case is duplicate of case: (B)(4). All source document information, reporters and reference section from this case was added to case: (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils were removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("still having issues"). The patient was treated with surgery (hysterectomy uterus and cervix: tubes and coils were removed). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the adverse event had not resolved. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- medical device removal and adverse event nos. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.